Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). After deployment of the closure device, a thrombus was identified via transesophageal echocardiogram (tee) attached to the threaded insert of the closure device. The wds sheath was used to successfully aspirate the thrombus. No patient complications were reported.